Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. Edema: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation and crease) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported left side "capsular fibrosis" and "hardening, deformity, pain, and swelling". Later healthcare professional confirmed "capsular contracture, baker grade ii". The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side "capsular fibrosis" and "hardening, deformity, pain, and swelling". Later healthcare professional confirmed "capsular contracture, baker grade ii". Therefore, the event of capsular contracture is no longer reportable to the FDA and will be unreported. The device was explanted.

Event description:
Healthcare professional reported left side "capsular fibrosis" and "hardening, deformity, pain, and swelling". Later healthcare professional confirmed "capsular contracture, baker grade ii". The device was explanted.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6).

Manufacturer narrative:
The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and swelling edema

Event description:
Healthcare professional reported left side "capsular fibrosis" and "hardening, deformity, pain, and swelling". The device was explanted.